Manufacturer narrative:
This report is submitted august 26, 2019.

Manufacturer narrative:
This report is submitted on july 04, 2019 by cochlear limited.

Event description:
The device was explanted on (B)(6) 2019. Per the clinic, the recipient did not receive any benefit from the device.